Event description:
It was reported that the lead alert triggered. Oversensing was noted in the atrial and ventricular electrograms (egm). One episode of atrial oversensing was electrical magnetic interference (emi). It was also noted the r waves were small. Pocket manipulation was later performed and there was some noise identified in the atrial channel, but it was not possible to reproduce anything in the ventricle. There were several stored episodes on the ventricular egm showing noise, but no external source of noise could be identified. The leads remain in use with a system revision planned for the near future to extract both leads.

Event description:
It was reported that the lead alert triggered. Oversensing was noted in the atrial and ventricular electrograms (egm). One episode of atrial oversensing was electrical magnetic interference (emi). It was also noted the r waves were small. Pocket manipulation was later performed and there was some noise identified in the atrial channel, but it was not possible to reproduce anything in the ventricle. There were several stored episodes on the ventricular egm showing noise, but no external source of noise could be identified. The leads remain in use with a system revision planned for the near future to extract both leads.

Manufacturer narrative:
Product event summary (B)(4): the full lead in segments was returned, analyzed, and the conductor was fractured.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) evaluation summary: performance data were collected from the device and analyzed. There were three patient alerts for lead failure predictor between (B)(6) 2012. There were eight ventricular nonsustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2012. There were five lead failure predictor high rate nonsustained episodes less than or equal to 212 ms on average ventricular cycle between (B)(6) 2012. The ventricular short interval count was 103.3 counts on average per day in 7.84 days between (B)(6) 2012.